Event description:
It was reported that customer is experiencing high blood glucose levels. Customer reported high blood glucose levels of 512 and 526 mg/dl. Customer's current blood glucose reading was 329 mg/dl. Customer found that the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.